Event description:
Facility reported that the quick coupling for k-wires was not spinning. No additional information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Mfg date; 05/23/2006. Form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The reporter's complaint that the unit will not rotate was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. The manufacturing documents for part 532.022, lot 8876 were reviewed and no complaint related issues were found.